Manufacturer narrative:
A visual assessment of the screw confirmed the complaint of breakage. Approximately 20mm of the distal end of the screw has broken off and was not returned for evaluation. Major diameter and was thickness was inspected and found to meet print specification. As reported the device was used in a medial patella-femoral ligament (mpfl) reconstruction. Per the device IFU ¿the biosure ha interference screw is indicated for fixation of bone-tendon-bone or soft tissue grafts during anterior/posterior cruciate ligament (acl/pcl) reconstruction procedures¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted.

Event description:
It was reported that during the surgery, while screwing the screw in, it broke.